Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2011, utilizing signature guides. During the procedure, the femoral guide did not fit properly on the patient's femur. The procedure was completed using standard instrumentation with no reported delay in the procedure or injury to the patient.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Device was out of specification due to undersegmentation and oversegmentation caused by multi-layered and difficult to distinguish cartilage. Supplier has implemented internal actions to correct and prevent these sorts of scenarios.